Event description:
A complaint of difficulty charging the ipg and a loose pocket site was reported. The patient also reported pain at the ipg site and it was determined that the ipg had flipped. A pocket revision was performed. The ipg was relocated to a new pocket site. The patient is reportedly doing well.

Manufacturer narrative:
This is the final report.